Manufacturer narrative:
A technician serviced the unit at the facility confirmed the complaint and found the daughterboard to be defective. The device history review is complete with no anomalies noted. The trend analysis was considered acceptable and the product is performing within anticipated rates. The pc laser/ anterior module functional test meet specifications at the time of release. No corrective action is necessary. The investigation is complete.

Event description:
A facility in (B)(6) reported that while performing phaco emulsification of a cataract the stellaris unit shut itself down. The unit had been operating normal in sculpt mode and then shut down three seconds into segment removal mode. The cassette ejected from the machine and irrigation continued flowing enabling the surgeon to remove the prove from the eye. An alternative machine was brought in to complete the surgery. No medical intervention was required.